Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment and stent damage was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 8x60 mm xpert self-expanding stent system was opened and placed on the instrument table. According to the instructions for use, the stent was not removed from the tray; however, the end of the stent was found to be partially expanded and damaged. The device was not used and there was no patient involvement. Another device was used to complete the procedure successfully. There was no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that there was a broken strut on the partially deployed section of the stent implant.